Event description:
Reporter alleged obtaining discrepant patient back to back blood glucose results of 308 & 265 mg/dl on inform system 1 performed within 10 minutes a part. Reporter stated the patient was not experiencing any hyperglycemic symptoms during the time of the testing and a measurement of 110 mg/dl was performed on inform system 2 within 10 minutes of the comparison. Reporter indicated the patient did not receive any treatment and no actions were taken. It was stated that quality control testing was performed on both systems and both levels yielded acceptable ranges. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch is for the suspect product used in inform system 1.